Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported that the ventilator alarmed with occlusion error. The customer reported there was no patient involvement.

Manufacturer narrative:
Contact office correction: (B)(4). This is a duplicate report of MDR# 2031642-2015-01655.